Event description:
The customer reported that the tubing inside the merit angiography kit is breaking at the hub where you connect to the catheter. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: other, the evaluation has not been completed. The customer did not specify if this was the initial use of the device. The suspect kit cited by the customer does not contain any tubing. The customer did return tubing that must have come from another kit. A f/u report will be submitted when the evaluation has been completed. Evaluation conclusions: a f/u report will be submitted when the evaluation has been completed.